Event description:
It was reported that this right ventricular (rv) lead showed high out of range shock impedance measurements during generator changeout. The physician opted to surgically abandon the rv lead and replace it. No adverse patient effects were reported.